Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the splitter and ipg were replaced. It was unknown if there was something wrong with the splitter or if it was due to the position. Device malfunction was not suspected on the ipg. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient&#38112;device was not functioning. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient&#38112;device was not functioning. The patient will undergo a revision procedure.